Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not use in oxygen enriched environment" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and caused property damages. There was not a report of personal injury with this incident.